Event description:
The guideliner v2 catheter was used in a clinical procedure to treat a lesion. When attempting to withdraw the balloon through the guideliner, the physician encountered resistance and pulled hard. The balloon and marker detached and were left behind in the vessel. After an unsuccessful attempt to retrieve the detached balloon, a stent was deployed, holding the balloon against the vessel wall. No patient impact was reported.

Manufacturer narrative:
(B)(4).